Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life and excessive battery usage. The electrical current draws did not measure within specifications. The pump was opened and the u31 and u33 components were found to be defective causing high current draws and short battery life. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked. Also unrelated, there was no audible tone when the pump was powered on. The piezo was found to have a cracked solder connection.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.